Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported with the device the screen and compressor check were not working, tube is leaking and alarming. There was no patient involvement, and no harm reported.

Manufacturer narrative:
D9. Date returned to mfg: 29-jul-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Damaged insulation on heater #1, missing orange plug, missing tuv (technischer überwachungsverein / technical inspection association) label, and missing 6 screws on the back plate. Compressor check performed. Compressor reading was at 6.8 psi (should be at 5.6 psi +0.0/-0.2 psi), tube was found cracking, leaking, and alarming during inspection. The customer's problem was confirmed. However, the root cause could not be determined. Compressor was set at 5.6 psi and return tube was replaced to resolve the issue. Device passed all the functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.